Event description:
The customer stated that she was hospitalized for low blood glucose and the reading was 23 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the displacement test. Prior to the hospitalization the customer stated that she gave a bolus for a late breakfast. Shortly before an early supper she lost consciousness and was taken to the hospital. Found during the phone call that the customer was very new to insulin pump therapy and may need further training. On another phone call it was stated the insulin pump was alarming and all of the buttons were frozen and had not response. Advised the customer that the insulin pump would need to be replaced due to the button issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.